Event description:
The manufacturer received information alleging a ventilator active exhalation control module and blower motor assembly failed. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the active exhalation control module and blower motor assembly failed. Both parts were replaced in addition to the stirring fan foam, and flow sensor assembly. The device passed all tests.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator active exhalation control module and blower motor assembly failed. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the active exhalation control module and blower motor assembly failed. Both parts were replaced in addition to the stirring fan foam, and flow sensor assembly. The device passed all tests. The blower motor was evaluated by the manufacturer's product investigation laboratory (pil) and found the blower motor functioned as designed and operated without issue or error codes.